Event description:
Info received indicates the bed will not go into the trendelenburg position.

Manufacturer narrative:
The technician reconnected a loose wire on the high voltage board to repair the bed.